Event description:
It was reported that during the implant procedure it was noted on fluoro that there was a mechanical separation of one turn of the svc (superior vena cava) coil on the right ventricular lead. It was noted that there was some resistance when placing the lead through the introducer sheath. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).